Event description:
This 39 year old female presents for removal of bilateral silicone gel implkants. The date of implantation and the manufacturer is unknown to this reporting facility. Grass description reveals the right breast implant to be grossly intact. The left implant is found to exude the implant contents. There appeared to be no extracapsular silicone on surgical exploration. Microscopic exam reveals cicatrix, fibrous capsules with lymphohistiocytic inflammationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.